Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving out of range pacing lead impedance notifiers. High capture thresholds and an increase in hv impedance were observed. Fluoroscopy revealed externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.